Manufacturer narrative:
(B)(6) follow up. It was reported there was a presence of biers at the end of the needle. As a physical needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows what appears to be a needle with a string-like particle at the tip. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 4081139. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be determined.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Presence of biers on at the end of the needles...when opening a brand new box of vabysmo". Material number: 305211. Batch: 4081139. Please find attached a market complaint notification for "foreign matter" related to the transfer filter needle co-packed with vabysmo vials. Due to the unknown nature of the foreign matter, the complaint is classified as "high risk" and requires an investigation from your end. Note: the complainant is the same as (B)(4). Since the batch number is different and the defect appearance is also different, a separate record was opened. Further information on the foreign matter can be shared upon availability. The current due date for this complaint is 24.apr.2025, we would appreciate your help in meeting the deadline.